Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive down button due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery, failed battery test alarms or unexpected error message anomaly due to unresponsive button. Device had stripped battery cap coin slot, broken battery tube threads. The test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons had to press harder and a few times to respond and received error message. Customer stated the insulin pump had failed battery test, battery cap was worn, cracked on battery compartment of back side and unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.